Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an MRI, the device entered backup vvi (bvvi) mode. The device was not programmed to MRI compatible mode prior to performing the MRI which resulted in the device entering bvvi mode. Technical support reviewed the session records and determined that defibrillation therapy was unavailable during the backup mode. The device was reprogrammed to resolve the event and the patient was in stable condition.